Manufacturer narrative:
A ge service representative performed an on site investigation. The software was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the sys needed a collimator and camera calibration and the sys was not usable. There is no report of injury or death associated with the event described in this complaint.